Manufacturer narrative:
A deployed wallstent rx biliary stent and delivery system were returned for analysis. Visual examination of the returned catheter noted a pronounced bend on the clear outer sheath. The wires on the distal end of the stent were found to be uncrossed. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The damage identified during the product analysis were consistent with the application of excessive force to the delivery system and the stent meeting resistance. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary stent was to be implanted to treat a hilar bile duct carcinoma during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed (B)(6) 2015. According to the complainant, during the ercp procedure the physician had attempted to cross the lesion with the wallstent rx biliary stent and delivery system. Prior to reaching the stenosis, the physician noted that the wallstent rx biliary stent had deployed prematurely from the delivery system. The physician retrieved the wallstent rx biliary stent from the incorrect location. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary stent was to be implanted to treat a hilar bile duct carcinoma during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed (B)(6) 2015. According to the complainant, during the ercp procedure the physician had attempted to cross the lesion with the wallstent rx biliary stent and delivery system. Prior to reaching the stenosis, the physician noted that the wallstent rx biliary stent had deployed prematurely from the delivery system. The physician retrieved the wallstent rx biliary stent from the incorrect location. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.